Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection and performed a total service call. After evaluation of the instrument and instrument data, the cse checked the following: reagent probe 1 and probe 2, bleach contamination, acid and base and wash manifold and found no issues, however the cse did observe a film build up on the reagent probes. The cse cleaned the reagent probes and increased the cleaning maintenance of the reagent probes. The cause for the elevated advia centaur xp troponin ultra results is unknown. The customer ran quality control and performed a 10 replicate precision acceptance run. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Falsely elevated advia centaur xp troponin ultra (tni-ultra) results were obtained by the customer on two different patients. On the first patient, the initial troponin result from the first blood sample draw was falsely elevated and considered discordant compared to the troponin result from the second sample draw. The first blood draw sample was repeated and the result was lower, a corrected report was issued with the lower result. On the second patient, the troponin result from the second blood draw sample was considered elevated compared to the initial, third, and fourth blood draw results. The second blood draw sample was repeated and the troponin result was higher. The customer had a serum sample that was also drawn from the second blood draw and performed additional testing. The troponin serum test result was lower. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp troponin ultra results.